Manufacturer narrative:
Eua (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false negative result was obtained. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer states she knows she's positive but it's coming up negative because she sees the two lines.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges seeing multiple lines when using bd veritor¿ at-home covid-19 test kit (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate cosmetic/annoyance complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be conducted, as no batch number was identified. As per product information, test results cannot be interpreted by visual assessment of the test stick. Two lines do not typically indicate a positive result. The bd veritor¿ at-home covid-19* test requires the use of the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The complaint was not confirmed. There are no current trends against cosmetic/annoyance. Bd quality will continue to closely monitor for trends. There are no further corrective actions taken at this time.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false negative result was obtained. There was no report of patient impact. Eua(B)(4) the following information was provided by the initial reporter: customer states she knows she's positive but it's coming up negative because she sees the two lines.